Event description:
On (B)(6) 2009, patient reported that on (B)(6) 2009, he noticed some cloudiness and moisture or tiny beads of moisture in the inside of an already used portion of the insulin cartridge. He states he noticed it when he looked at his infusion device to bolus. Patient reports he was working outside and he stated it was "pretty warm outside and I was pretty warm too." He states when he changed the insulin cartridge he does not remember smelling insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Patient reports he discarded the insulin cartridge. No request was made for return of the suspect product.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.